Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter, was rusted, and cracked. The following information was provided by the initial reporter: "after opening the package, there were cracks in the heparin cap, the prn was also discolored, and there was rusting on the needle."

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter, was rusted, and cracked. The following information was provided by the initial reporter: "after opening the package, there were cracks in the heparin cap, the prn was also discolored, and there was rusting on the needle."

Manufacturer narrative:
H.6.: investigation summary : a device history review was conducted for lot number 8358953. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the photos provided to us by the facility, our engineers were able to identify exposure to a humid or oxidizing environment during transportation or storage as the most likely root cause for this event. Bd will continue to track and trend for this issue h3 other text : see section h.10.